Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an implantable pulse generator (ipg) the ipg exhibited undersensing of p waves on the right atrial (ra) lead when programmed to aai from vvi. It was noted device is not designed to program vvi. The ipg was attempted/ not used and replaced with a device who has more sensitive setting for sensing. No patient complications have been reported as a result of this event.